Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. There were no non-conforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the suture of an altis came free [break] from the dynamic anchor side during the placement of the dynamic anchor. A new device was used to complete the case successfully. There was no patient injury. The dissection was confirmed to be 2 cm and there was no noted patient anatomy abnormalities.